Event description:
While using the hot scissors, the wavy clamp used to retract appeared to begin to cauterize at their location on the tissue rather than the location of the hot scissors. Doctor believed to be short either in the hot scissors or the cord. Stryker disp monopolar cable ref: 0250-040-012 exp 2015-02 used & saved for inspection in addition. Dr noted a partial thickness burn on pt's abdomen while applying dermabond.